Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Discarded, will not be returned.

Event description:
Reporter stated the infusion set tube separated from the connector at the head set on multiple occasions. No adverse event was reported. The suspect product was requested for evaluation but the customer had discarded the product.